Event description:
Allergan rep received a voicemail message from a health professional requesting a return kit for an explanted device to be able to return the product to allergan. No additional info was provided. Follow up findings: pfn was received by allergan. Event description states: "band and port removed due to erosion." The device was returned and analyzed. No additional clarification was available from the surgeon's office concerning the listed co-morbidities.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted the shell/ring was broken with striations consistent with surgical end cut to remove the device. Analysis also notes missing material, and evidence of coring of the damaged port septum likely to have been caused by the use of a coring needle. An adhesive failure was noted and the port housing was received separated from the taper section. No leakage was noted from the port base. Acid degradation on the shell and ring of the band correlates with the reported erosion. Erosion is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."